Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1, ICD, implanted: (B)(6) 2015, 6996sq, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular (rv) lead. Reprogramming was performed and they are planning to cap and replace the lead. No further patient complications have been reported as a result of this event.